Event description:
It was reported that the micro sagittal saw was returned for service. Upon eval, it was found to run w/o user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.